Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for one week and was treated with unspecified antibiotics (ongoing) for the event. At the time of this report, the patient outcome was reported as "still not clear of the infection". Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.